Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03356. After further review it was determined device 1 was never implanted (was not used) and only device 2 should have been reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03356. It is unknown which lead is related to this issue therefore, all possible leads are being reported. It was reported the patient was no longer receiving stimulation from his left occipital lead (off-label). X-rays revealed the lead had migrated. As a result, the lead was explanted and replaced with 2 leads which resolved the issue.